Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. The distal electrode was covered with blood.

Event description:
It was reported that during implant, the atrial lead kept falling out of the atrium. The atrial lead was not used and the physician elected to place a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).